Event description:
The following information was provided by the initial reporter: material #: unknown batch#: unknown verbatim: customer let me know that while drawing back blood from all points syringe, the spring popped off completely, and blood went leaking everywhere, said happened back in december and might have been a freak accident. Notified me on (B)(6) as I was there for follow up. Additional information provided: please provide the batch# or lot# number? Please provide the material# or ref# number? Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Our lead nurse, used the syringe at the medical park office location while helping them. She was pulling back, and the plunger came completely out, and blood came out on the patient's dress. I do not have a batch or lot number, as we were at another clinic. No harm came to the nurse or the patient. Unable to provider ref# or any other details to the event.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the risk management documentation.

Event description:
No additional information.